Event description:
The customer contacted stryker to report that their device had plastic fragments on the edges of its suction cup that caused three lacerations to a patient. The patient involved in the reported event is also deceased from cardiac arrest.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's compression module. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker performed a clinical review of the reported event and determined that it is not likely that the lacerations on the chest contributed to the patient¿s outcome.

Event description:
The customer contacted stryker to report that their device had plastic fragments on the edges of its suction cup that caused three lacerations to a patient. The patient involved in the reported event is also deceased from cardiac arrest.